Event description:
Ten to twelve continuous glucose monitoring sensors failed on startup or after no more than 24 hrs. The sensors are supposed to function for several days. Dexcom was repeatedly contacted for support but could not make any effective suggestions to make their devices work properly. At no point in time did dexcom request the failed units be returned to them for root cause investigation. At no point in time did dexcom f/u to request further info on the reported failures. No expiration date is evident on the packaging.